Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a failed sensor on (B)(6) /2010. Upon removal of the failed sensor, pt stated that the sensor wire was not present. The device has not been made available for eval.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.